Event description:
It was reported that the sensing integrity counter began incrementing three months prior, indicating oversensing in the right ventricular lead. The onset of the oversensing was at the time the patient had an ablation procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.